Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found some of the staples were malformed. Then he used hand sewing to complete the procedure. There were no adverse consequences for the patient.